Event description:
Lead management case to remove a non-functional boston scientific ICD lead (implanted for 8 years) in the rv. While attempting to extract the rv lead with the sls ii, the central venous catheter was intersected by the laser. This resulted in damage to the central venous catheter requiring retrieval of the tip. After the tip was successfully snared, the lead was removed using the sls ii. The procedure was completed successfully and the patient was discharged per policy.